Event description:
It was reported that the port had been implanted for three years. During a routine check up, it was determined that the catheter had separated. The port was removed surgically and the catheter section was removed percutaneously. There were no pt complications.